Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2012-04261 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was pulling the peg out of the stomach the peg tube snapped in half. The physician removed the broken device from the patient. The physician used another endovive standard peg kit push method, again, the peg tube snapped in half and was removed from the patient. A third endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2012-04261 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician was pulling the peg out of the stomach the peg tube snapped in half. The physician removed the broken device from the patient. The physician used another endovive standard peg kit push method, again, the peg tube snapped in half and was removed from the patient. A third endovive standard peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the exact patient age is unknown, it was reported to be over 18 years old. The reported event peg snapped. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device found the barbed connector to have been pulled out of the thermoformed tubing. The silicone tubing was found to be slightly pulled away from the joint. The condition of the returned unit was consistent with the complaint incident that feeding tube was torn/ split. The device presents evidence of undergoing excess tensile force during placement. Based on the event description, additional information provided and the evaluation of the returned device, the most probable root cause is operational context. A device history record (DHR) review of lot number 15329650 was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 15329650.